Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit would not turn on. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 17oct2018. Date received by manufacturer: 15oct2018. Philip's field service engineer evaluated the device and determined that the power issue was related to the battery. The customer had not completed the repairs due to pending approval from financial departments within the facility. Reportedly, the unit has been taken out of service. No parts were returned to philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.